Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the cause of the volume discrepancy was not determined. It was unclear what caused the volume discrepancy. The patient presented on (B)(6) 2021 for his pump to be flushed and it should have had 5.3 cc but instead had 17 cc and he had been compliant with his pump flushes every 3 weeks. A pump flow study was done on 20-may-2021 which revealed that the catheter was in the proper position, but radiotracer activity was noted only in the hepatic pump reservoir without distal progression. The pump was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin and saline via an implantable pump for cancer chemotherapy. It was reported that the physician wanted the password to permanently shut down the patient's pump. The hcp stated that the pump had "malfunctioned." When asked for specifically what was wrong with the pump the hcp stated, "we're not sure but we did a nuclear med test which came back not normal." The hcp stated that the pump had been filled with 20 ml and they were on a cycle of refilling every 21 days. On may 13th they went to refill and only 3 ml had infused over 21 days. Technical services provided the pump off password and instructions on how to permanently shut the pump off. Caller noted that the pump was empty but at the time of the issue it had heparin 25000 units in 20 ml normal saline and had been used for chemotherapy. The plan was for the patient to have the pump surgically removed the next week.